Manufacturer narrative:
The emitter was returned for analysis. Functional testing determined that the component was malfunctioning causing the reported issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the electromagnetic interface box for the navigation system was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9660651r, serial/lot #: unk, if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the electromagnetic navigation control box was not working. A second unit was used for subsequent procedures. There was no patient present when this issue was identified.